Event description:
The pump has continuous tone and does not clear when the batteries are removed and reinserted. It was mentioned that the customer rested the pump without batteries for a few days. Then the batteries were re-inserted. The pump displayed the time and when pt pressed the select button the screen went blank. The battery contacts were cleaned and the pump continued giving a buzzing sound. The customer stated that they had been on their back up plan since few days. Also it was stated that the customer was hospitalized for high bgs two weeks before the call due to the pump having an alarm. The customer did not provide further info on the admission. A replacement pump was requested.